Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 a1-6, b3: not provided by customer. D4: serial/lot numbers not provided by customer. UDI not available. H4: not available. The customer reported that the one-cuf noninvasive blood pressure cuff provided inaccurate readings. There was no related adverse patient impact, nor allegation that the issue led to any mistreatment or delay in treatment. Ge healthcareâs (gehc) investigation concluded that there was potential for device failures on this cuff design. As a result, gehc initiated a safety recall to remove all one-cuf blood pressure cuffs from the field. Gehc did not identify any new issues related to this device, nor any information that would have changed the initial reportability evaluation of this record. However, after reviewing complaints that occurred after the date of the adverse patient impact, gehc will report this record to ensure completeness of evaluation of the record.

Event description:
It was reported that the one-cuf provided inaccurate nibp readings. There was no related adverse patient impact.